Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed, and the drawer could not be opened. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from other station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) replaced the drawer controller and reconfigured the drawer. The system was tested successfully using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer resolved the issue.